Event description:
It was reported that during an implant, the analyzer shut itself down while stimulating a patient. A grey window popped up in the center of the programmer screen saying that the running analyzer session will be closed immediately. At this point, stimulation stopped and the patient went into asystole. The analyzer was restarted and the implant was completed with no further patient complications. The analyzer and programmer will be returned for analysis. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device was mechanically intact and passed all incoming functional testing. The analyzer was tested twice on the test system, no anomalies were found. Long term testing revealed no anomalies. Product ID: 2090, serial# (B)(4), product ID: 2067l, serial# (B)(4).